Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard evaluation, the failure mode effects analysis and the system hazard use and misuse analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for odor/smells" and "haze/oil mist". Trending analysis for "odor/smells" and "haze/oil mist" issues associated to the sterrad 200 did not constitute a significant trend. The hhe (health hazard analysis) relating to haze / oil mist is low risk. The hhe (health hazard analysis) relating to odor / smells is low risk. The fmea (failure mode effects analysis) is considered low risk. The shuma (failure mode effects analysis) is considered low risk. The oil mist filter was returned for investigation of the report of "odor/smells" and "haze/oil mist." The part was tested and failed the oil mist test. A scar was initiated for the sterrad 200 oil mist filter assembly failures, and to further reduce the number of customer complaints regarding this issue. Correction: supplemental follow up report #1 stated this was reported in error; however, upon receipt of the parts, the investigation confirmed the initial report.

Manufacturer narrative:
This medwatch report was submitted in error. Additional information received from the field service engineer (fse) confirmed there was no oil mist was observed.

Manufacturer narrative:
A cycle was in process when the asp fse arrived onsite to asses the unit. After the cycle completed, the door was opened with the customer present and no odor was detected. The sterrad 200 was overdue for a pm; however, the customer did not want a pm2 at that time. The fse replaced the oil mist filter and changed the oil. He ran an empty chamber cycle, and at completion, the door was opened with the customer present and no odor detected. The empty chamber cycle ran fine.

Event description:
The customer reported that a healthcare worker (hcw) was becoming irritated and sick from a smell coming from their sterrad 200 sterilizer while it was running. There was no fog seen coming from the unit. Duration for the symptoms was less than hour. The hcw did not seek medical attention and did not take any medication. She is currently doing fine and is working in sterilization room. The hcw was exposed to the sterrad 200 sterilizer every day throughout her shift and she did not wear ppe. An asp field service engineer was dispatched to assess the unit.